Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the distributer contacted animas stating the up/down arrow and ok keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/26/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2013 with the following findings: on examination, the keypad cover was noted to be peeling/lifting below the 'ok' button and extending to top of 'ok' button. The button contact was exposed. On testing, there was intermittent response of the 'up', 'down' and 'ok' buttons. Multiple button presses were required before the 'up', 'down' and 'ok' buttons engaged. The 'contrast' button was unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the original complaint, the display screen is dim, faded and discolored. Adjustment of the contrast setting did not resolve the issue. Also unrelated to the original complaint, the battery compartment was cracked below the finger pad extending down to the primary seal. During testing, there was no issue with loss of power and no evidence of moisture damage in the battery compartment.